Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), pelvic pain ("pelvic pain") and menstruation irregular ("irregular periods worsened significantly after essure") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (on (B)(6) 2019 underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge, hormone level abnormal, headache, pelvic pain and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for uti, vaginal. Discharge previously reported essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test results of confirm. Test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia'). In an adult female patient who had essure (batch no. 626210), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), pelvic pain ("pelvic pain"), menstruation irregular ("irregular periods worsened significantly after essure") and migraine ("migraines"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2019, underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge, hormone level abnormal, headache, pelvic pain, menstruation irregular and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for uti, vaginal discharge. Previously reported essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2008, total bilateral occlusion. Imaging procedure: on (B)(6) 2008, essure confirmation test: results of confirm test unknown. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new event: migraines were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), pelvic pain ("pelvic pain") and menstruation irregular ("irregular periods worsened significantly after essure") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (on (B)(6) 2019 underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge, hormone level abnormal, headache, pelvic pain and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for uti, vaginal. Discharge previously reported essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test results of confirm. Test: unknown. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received : events- "pelvic pain , irregular periods worsened significantly after essure", reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report